Event description:
Healthcare professional reported via national breast implant registry (nbir) "seroma". This record is for the right side. The device was explanted and replaced. It is unknown if the device will be returned.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma.